Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, after sealing tissue, the jaws of the device could not be reopened while applied to patient tissue. The surgeon had to force the jaws open with another instrument. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2014. Date of final report : 09/13/2016. One used ls1037 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects, and the jaws were open upon receipt. Mechanical testing confirmed the jaws opened and closed normally using the handle, and the knife would extend and retract without difficulty. The investigation found the device to function normally and within specifications. A review of the device history records for this lot found no potentially contributing factors, and that it was released upon meeting all quality specifications.